Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no significant anomaly. It was received with the setscrew backed out too far out of the connector, however, it was able to be re-inserted and tightened to a lead without difficulty. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had her old device replaced because it wasn't working or she fell. Additional information received from the rep in response to follow-up denied reporting that the old device did not work. Additional information received from the patient reported that the first device was removed because it was defective. Additional information received from the rep in response to follow-up reported that he had met with the patient prior to replacement to do a battery check and was present at the procedure on (B)(6) 2015. He was only aware that the patient needed a battery replacement but had not been aware of any device issues at that time. At the time of the procedure, the healthcare provider (hcp) elected to replace the lead as well. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.